Event description:
It was reported that during follow up, incorrect diagnostics for the morphology was observed. The diagnostics anomaly does not affect the therapy function.

Manufacturer narrative:
(B)(4).